Event description:
A customer reported discrepant results for estradiol (e2) on the aia-900 analyzer. The customer had a single patient with an e2 result of 197 pg/ml, after recollection (sample redraw at a later date) result was 272 pg/ml. All other patient runs were reporting as expected. The customer then sent the one e2 sample to a reference lab using roche elisa (enzyme linked immunosorbent assay) method for comparison and results were 292 pg/ml and 274 pg/ml. The customer also sent a sample to another reference lab using a high sensitivity unknown method and results were 71 pg/ml and 38 pg/ml. The quality control (qc) was confirmed to be in range prior to run. A tosoh technical support specialist (tss) assisted the customer over the phone and informed the customer that samples from patients with hyperbilirubinemia may yield falsely elevated results and patients taking medication on certain medical treatments may show erroneous results. This patient was an ivf patient, medication data was not provided. No analyzer issues reported and the aia-900 is functioning as expected. No further action required from tosoh. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
A 13-month complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no other similar complaints found during the search period. The estradiol (e2) st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause was not determined, cause not established.